Event description:
Information received from the field notes that the patient underwent an av nodal ablation procedure for flutter. Prior to the procedure, the device was working appropriately and could be programmed. Post ablation, the device could not be interrogated and a telemetry link could not be established. Interrogation three hours later, in a different room, was successful. Two weeks post ablation, error messages were present. Therefore, the device was replaced.